Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge nexiva unit from lot 9099595 for evaluation. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a cut on the extension tubing. The pinch clamp was fully actuated. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, since the unit appeared to have been used and returned outside of its original packaging the engineer was unable to determine a definitive cause for the observed damage.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood. This was discovered during use. The following information was provided by the initial reporter: material no: 383536 ;batch no: 9099595. It was reported that blood was leaking from a hole in the tubing. Complaint 1 of 2: this pr for event date (B)(6) 2019. I received communication from two individuals in the last week regarding a concern with an IV catheter. It appears that there are holes in the IV catheter tubing. Catheters were inserted on two occasions. On both occasions it was found that the catheter was leaking blood from the tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood. This was discovered during use. The following information was provided by the initial reporter: material no: 383536 batch, no: 9099595. It was reported that blood was leaking from a hole in the tubing. Complaint 1 of 2: this pr for event date (B)(6) 2019 I received communication from two individuals in the last week regarding a concern with an IV catheter. It appears that there are holes in the IV catheter tubing. Catheters were inserted on two occasions. On both occasions it was found that the catheter was leaking blood from the tubing.